Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 420 mg/dl. The customer reported that they received no delivery alarm and insulin was exited during fixed prime. The insulin pump passed the self test and displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device was monitored and no excessive no delivery alarm noted. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address or serial number label.